Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery depleted as expected until the pump shut down due to low battery. The customer plugged the pump into a power source in order to turn the pump on, however the battery was unresponsive and the pump did not power up. The customer's blood glucose (bg) level was 375 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.